Event description:
Mitek received a 3500 authored by the user facility. In their medwatch report, the facility states that a 64 year old female patient underwent an arthroscopic r shoulder repair with the use of an expressew needle for suturing. It appears that after approximately 4 passes with the needle it was noticed that a portion of the distal tip was missing. Inter-operative imaging did not verify presence of the fragment in the body. On post op follow ups, the patient presented well; however, on follow-up imaging, the radiologist noted concerns of what appeared to be a foreign body. The treatment plan is to monitor again for migration via imaging. Post script: no lot number can be supplied. The complaint device is not available, most likely discarded at the user facility. At the time of the surgery, x-rays were taken intraoperatively, however, no evidence of a foreign body was found. Post-operative x-rays did reveal the fragment ; patient was notified, follow-up x-ray planned in about a month to ascertain if there is any migration" will assess further or if any treatment is warranted at that time

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device's failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device's failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report

Event description:
Our rep. Is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tip of an expressew flexible suture passer needle broke off into the body. The fragment was not retrieved from the body; however, the procedure was concluded successfully without further issue or harm to the patient.. Post script: no lot number can be supplied. The complaint device is not available, most likely discarded at the user facility. At the time of the surgery, x-rays were taken intraoperatively, however, no evidence of a foreign body was found. Post-operative x-rays did reveal the fragment; patient was notified, follow-up x-ray planned in about a month to ascertain if there is any migration will assess further or if any treatment is warranted at that time